Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak battery and failed battery test. The customer's blood glucose level at the time of failed battery test was unknown. The customer states the cap appeared to be good and not damaged. The customer's blood glucose level at the time of weak battery alarm was over 140mg/dl. Troubleshoot was conducted. The device history showed the presence of weak battery before failed battery test. No further information provided.